Event description:
Patient revised (B)(6) 2020 due to dislocation approximately 14 months after primary surgery. Surgeon explanted 36/+6 standard humeral cup. Cup showed poly wear. Surgeon then implanted 36/+9 standard humeral cup and a +9mm spacer.